Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, damaged cable) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the te recognition test. The cause for the test failure, reported alarms, and damaged cable was isolated to an open pulse wire in the distribution node to ECG "b" cable. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving check therapy pad messages and had a damaged cable.